Event description:
Reporter indicated that the handheld was freezing upon interrogation. Soft, and hard reset were performed, however, the handheld remained frozen on the "blue dell screen and it was unresponsive to anything." Good faith attempts are being done to obtain additional information. Further follow up revealed that the screen freeze was seen at the interrogation successful screen. Handheld and the flashcard have been received back by the manufacturer; however, analysis is pending on the products.